Event description:
Per oos, home monitoring showed that this lead was "sensing noise and the shock impedance greater than 150 ohms for several days." This lead was cut while being extracted. The physician suspected the integrity of both leads; however, both leads were discarded by the physician. Both were also replaced with biotronik leads. MDR 1028232-2009-00696.